Event description:
Additional information received notes that high pacing thresholds were observed. Patient was in good condition.

Event description:
It was reported that the lead was capped and replaced due to capture anomaly.